Event description:
It was reported that one screw was discovered to have backed out of the construct and two screws were found to be loose during a revision surgery on (B)(6) 2013. The screws were fixated during the revision surgery, but it was presumed that the torque handle was defective and led to tightener tip breakage during the initial implantation surgery on (B)(6) 2013, thereby creating insufficient screw tightening.

Manufacturer narrative:
(B)(6). The incident in this report is associated with the devices reported in MFR report #s 1526439-2013-36810 and 1526439-2013-36812.